Event description:
It was reported that altitude alarms occurred intermittently. A bg value was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Date of event[s] is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.